Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 200 mg/dl. The customer used long acting insulin to bring the bg level back down. The customer reverted to an alternate method for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.